Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the pump would not charge despite attempting multiple cables and power sources. The customer's blood glucose level was not impacted. Reportedly, the customer would continue to use the pump until replacement pump is received.